Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles in their reservoir. The customer's blood glucose level was 559mg/dl. The customer treated with manual injection. The customer declined to troubleshoot for the highs. The customer states they changed out their set. The customer was advised the set would be replaced.